Manufacturer narrative:
The device was returned on august 6, 2019 to salt lake city for investigation. Received one used list# 140149290, ls, prim plum set, 15 micr flt sght chmb, clave scndry port, 0.2 micr flt, pe lined tbg, sl, 225 cm. Lot# 4018328. The set was air pressure leak tested per 64.master-301 to 8 psig (cal ID: p-1g-061). No leaks observed anywhere along the fluid path. The set was leak tested to 30 psig per 10.67-1659. There were no leaks observed in the inlet and outlet filter. The vent plug juncture was tested to 0.5 psig per 10.67-2100. There was no leakage observed in the filter. The complaint of leakage could not be confirmed. The primary plum set met product specification. A device history review (DHR) lot# 4018328 and relevant components review were conducted and there were no non-conformances found that would have contributed to the reported complaint.

Manufacturer narrative:
The device is available for investigation. It is yet to be received.

Event description:
The event involved a primary plumset that the customer reported to have leaked taxol from the middle of the filter. The infusion was running for 1 hour and the patient noticed that there was fluid on the incopad and called the nurse. The set was changed out without issue and the patient only missed 22 mls of treatment. There was no operator consequences as full personal protective equipment (ppe) was worn however there was preventable cytotoxic exposure for the operator(nurse). There was patient involvement and delay in critical therapy, however no report of adverse event and no medical intervention required.